Event description:
We are notifying you that in 2008, a customer's husband called roche diagnostics and reported that, approximately three weeks prior, the customer experienced a grand mal seizure ten minutes after obtaining a blood glucose result of 248 mg/dl on a true track meter. The customer had taken on undisclosed amount of novolog n following the reading. The customer's husband called paramedics who received a reading of 24 mg/dl on their meter approximately 15 minutes after the first reading. The paramedics gave oral glucose gel and transported the customer to the hospital where she received a glucose IV. No additional information was provided regarding this incident. The device involved in this incident is not manufactured or imported by our firm. We reported this event to the correct firm on may 28, 2008.